Event description:
Nursing requested a more concentrated morphine solution for the patient on 2/9/92. The pharmacist told the nurse that "we would like to wait at least 24 hours to see how much morphine the pateint was actually going to use. On 2/10/92, the pharmacist noted that the patient had used 4 syringes of the standard 1mg/ml floor stock morphine for pca. It was decided that a 10mg/ml syringe would be prepared and signed out to the patient per the pharmacy's written protocol, since the patient's usage warranted the nurse's request for a more concentrated solution. The concentrated syringe was prepared and delivered to the nursing unit. The syringe was labeled correctly and a note was typed on the label to "note concentration". The narcotic signout sheet was signed out to that specific patient and the strength of the syringe was documented at the top of the signout sheet. All pharmacy procedures were followed correctly. When nursing changed the syringe in the pca pump, they did not change the programming to the new concentration. The patient received 500 mg morphine over a 12 hour period of time (5 times the ordered amount) the pca machine did not malfunction. During the required nursing assessments (hourly), it was not identified that the patient was in difficulty until the syringe was again changed. The patient required narcan injection to reverse the respiratory depression. Ivac controller model #260 was also used in treatment of the patientinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.